Event description:
It was reported that the user experienced a high glucose reported at 400 mg/dl following a meal announcement that likely underestimated carbohydrate intake, and during a supply change the user initially observed no drops during the fill tubing sequence until the same cartridge was reinserted, after which drops appeared; troubleshooting and education were completed and replacement infusion sets were ordered. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper or incorrect procedure during setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.